Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The lesion being treated was an extremely tight mid left anterior descending (lad) with severe calcification. Initially, the physician experienced difficulty crossing the stent to the lesion site. The physician then successfully deployed the taxus express2 8.8% 3.0 x 32 mm drug eluting stent at 10 atms for 20 secs. After deflation, the balloon was not able to be removed. The physician stated it might have gotten caught on some calcium. The physician had to deep seat the guide in order to remove the balloon. There were no pt complications.